Manufacturer narrative:
The sensor was returned and evaluated. The evaluation found that the report of inaccurate values was not confirmed. There were no error messages noted. The acumen sensor zeroed and sensed pressure accurately on the hemosphere and pressure monitor. The pressure reading did not drift during the output drift testing. Electrical testing found that both input and output impedance were within specifications. No visible inconsistency was observed from the unit. There was no defect identified. The engineering evaluation was completed. Since the issue was not confirmed, there is not sufficient evidence to determine if this complaint was related to manufacturing, design, or labeling. It is not known if any procedural factors may have contributed to the event. As part of the manufacturing process, current risk mitigations include 100 percent visual inspection by manufacturing, 100 percent electrical testing and continuous monitoring sampling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The lot number was not obtained, therefore, the device history record review could not be completed.

Manufacturer narrative:
The device has been returned and is being evaluated. When the product evaluation has been completed the findings will be submitted in a supplemental report. The lot serial number is unknown. When the lot serial number has been obtained, the device history record review will be completed and the results included in a supplemental report.

Event description:
It was reported that there were inaccurate cardiac index values with the pressure monitoring acumen iq sensor. This occurred during use. The cardiac index value that was displayed was 1.1lmin m2. This was a lower than expected value of 2.0lmin m2. The device was able to be zeroed. There was no abnormal waveform that was observed. There were no error messages that displayed. Any troubleshooting was unable to be performed. The exact occurrence date is not known. The patient demographics was requested but unable to be provided. There was no patient injury reported.